Event description:
It was reported that the proximal section of the pipeline was not opened during deployment. The device was removed from the patient. No patient injury reported. Same event as MDR# 2029214-2012-00356.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).